Event description:
Customer was found by spouse unresponsive. Paramedics were called and they tested the customer's blood glucose and received a result of 36mg/dl. The customer's device read 165mg/dl. The customer had increased their dosage of medication due to the higher results they had been receiving. The customer was given an oral medication and a glucose IV and taken to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.